Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose (bg) level was elevated; however, the customer did not test bg level and was unable to provide the value. It was reported that ketones were present; however, the customer stated that they were due to an unrelated medical issue and not due to the blood glucose level. The customer was able to reload a cartridge successfully. In addition, the customer has been using the pump and manual insulin injections for diabetes management.